Manufacturer narrative:
No complaint was received with return of the lead. Failure event was observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece and was measured at 6.8 cm. A full breach outer insulation degradation was noted at 4.6 ¿ 5.0 cm and 5.2 ¿ 5.3 cm from the connector pin. Other than the procedural damage at the distal end, no other anomalies were found.

Event description:
This report is to advise of an event observed during analysis.